Event description:
Nurse reports that the pump under delivered 80 ml less than the intended dose of 235 ml.

Manufacturer narrative:
Other; there was no adverse event associated with the use of the abbott nutrition device. The pt had been hospitalized and her condition had deteriorated. According to the reporter, the pt died in 2008 and the cause of death was associated with pneumonia and not related to the use of any abbott nutrition device. Ross standard procedure includes attempting to obtain all required info from the source.